Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there were multiple black particulates injected in the header hap. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 14l, a particulate matter was observed (unspecified location). There was no patient involvement. No additional information is available.